Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose device with reported issue referenced is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with two prostyle devices after a peripheral angioplasty case using a small bore hole. Reportedly, when the plunger was pulled, no sutures were present. This occurred with both devices manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.